Event description:
As reported by the edwards field clinical specialist, there was a balloon rupture upon deployment. The valve was deployed successfully. The delivery system could not be removed through sheath, so the nosecone was snared and it was removed contralaterally. Both groins were closed successfully. The patient was doing well. The devices were discarded. The patient had moderate leaflet calcium and circumferential calcium at stj. No additional volume was added to the balloon prior to the inflation.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated h6- type of investigation and investigation findings corrected h6- investigation conclusions the device was not returned for evaluation. The complaints for balloon burst and withdrawal difficulty were unable confirmed as neither the complaint device nor applicable imagery were provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, "there was a balloon rupture upon deployment." Additionally, "patient had moderate leaflet calcium, circumferential calcium at stj," per the complaint description. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.